Event description:
It was reported that the customer was admitted to the emergency room by her parents due to a blood glucose level over 600 mg/dl. Customer did not hear the low blood glucose level threshold suspend alert at night. Customer stated that her blood glucose level did not match her sensor glucose reading. Customer stated that the pump was showing that she was low when she was not. Customer was released with a blood glucose level around 200 mg/dl. Customer was treated with an IV and was wearing her pump at the time. Customer does not have enlite sensors to use. Customer mentioned that enlite sensors are too short in her opinion. Customer's blood glucose level was between 50-318 mg/dl during her issues with differences between sensor glucose and blood glucose readings. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.